Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. It was found that the fiber connector was fractured, confirming the reported complaint.

Event description:
It was reported that, during a procedure, the lighttrail single use laser fiber, wasn't delivering energy, and after a few minutes, it stopped working. There were no patient complications reported. Upon analysis, it was noted that the fiber connector was broken when the device was inspected.